Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a standard follow-up, aida memories were not fully available when interrogating the pacemaker with a tablet: the arrhythmia episodes were not displayed. In addition, it was impossible to reset the statistics from the overview screen. When attempting to end the interrogation session, a pop-up message stating that aida memories were not completely read was displayed. Trying to re-interrogate the pacemaker from the same device interrogation session did not solve the issue. As a result, the interrogation session was ended and the pacemaker was re-interrogated. Aida memories were then fully available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a standard follow-up, aida memories were not fully available when interrogating the pacemaker with a tablet: the arrhythmia episodes were not displayed. In addition, it was impossible to reset the statistics from the overview screen. When attempting to end the interrogation session, a pop-up message stating that aida memories were not completely read was displayed. Trying to re-interrogate the pacemaker from the same device interrogation session did not solve the issue. As a result, the interrogation session was ended and the pacemaker was re-interrogated. Aida memories were then fully available.